Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. Another lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. Another lead was successfully placed. No adverse patient effects were reported. Information was later received that this lead was an attempted implant due to sudden extension of the helix.